Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their molar has chipped, their teeth bleed badly when brushing or eating something hard, they have severe sensitivity and their wisdom teeth are giving them issues and they have complained for months of jaw popping since using the byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.